Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #:(B)(4), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was that they couldn't get the controller to charge. Patient stated that they would take the battery out of the controller and put it back in, but the controller wouldn't charge. When asked for event date, patient stated that it had been a couple months now. During the call, patient confirmed no visible damage to the controller charging port, battery compartment and battery pack. Agent walked patient through resetting the controller with the ac power supply. Patient confirmed the screen turned on. Patient reinserted the battery pack and confirmed they saw a green flashing light above the screen. Patient said that when they unplug the controller from the wall, the controller would die almost immediately. The issue was not resolved. Agent reviewed information. An email was sent to the repair department to replace the battery pack. Additional information was received from a patient (pt). It was reported that the back cover is not closing. Patient stated they received the battery pack but they are still not able to charge the implantable neurostimulator (ins). Its takes forever to charge the ins and they can't move. They get excellent quality and they poor. Patient stated it takes forever to find ins. Controller shows ins 30% and controller 60% charged. Patient stated they have been trying to charge the ins since yesterday and will not go past 30%. Patient started a charging session while on the call and going from excellent to poor. Agent asked patient to inspect the recharger (rtm) for damage and patient said there is no visible damage on the rtm but the paddle gets very hot, uncomfortably hot and they told the manufacturer representative (rep) in sept while at their healthcare provider (hcp) office.

Manufacturer narrative:
H3: analysis of the product ID 97755-s, lot/serial# (B)(6), revealed complaint unverified. Found no issues with finding or charging ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.